Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced spontaneous deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 425cc gel implants, catalog # 3504254bc, s/ns (B)(4) on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating the product code is 3501655 and the lot number is 5578322, which corresponds to a mentor smooth round moderate profile 350cc. On (B)(6) 2018, mentor became aware that the information regarding the device return in h10 from the initial report dated (B)(6) 2018 was incorrect. The device was returned to mentor on (B)(6) 2018 as checked on d10 on the initial report dated (B)(6) 2018. Device evaluation summary: it was reported that a 60 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced spontaneous deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 425cc gel implants, catalog # 3504254bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent at the valve. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record (DHR) of lot number 5578322 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).